Event description:
Customer reported that they were having difficulties removing the battery cap on their insulin pump. Customers blood glucose level was reported at 413 mg/dl. Product is being replaced. No further information is provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.